Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint of "wire was broken". The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing in the clevis. However, the cable segment with crimp was returned with the instrument. It was difficult to determine visually by the naked eye whether all pieces were returned, as the rest of the pitch cable of the instrument had slipped inside the wrist assembly. Failure analysis found the primary failure of a broken pitch cable at the distal end of the instrument to be related to the customer reported complaint. Root cause of a broken pitch cable is a component failure and related to device design. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. The tenaculum forceps instrument was transferred to engineering for further disassembly and to confirm no pieces are missing. Upon further review by engineering, the previous failure analysis findings were confirmed. The instrument had a broken pitch cable at the distal clevis hub. The instrument was carefully disassembled from the proximal end to preserve the length of each cable. Upon removal of the cables from the plastic tube, the broken pitch cable, plus the returned fragment were compared to the other grip cable lengths. No material appeared to be missing on the broken pitch cable, the broken cable plus the fragment, compared to the other cables was essentially the same. A review of the instrument log for the tenaculum forceps (part # 470207-10/lot# n10210104 0033) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2021, on system sk1889. The instrument had 9 uses remaining after last use. In addition, a review of the site's complaint history was performed and no other complaints were identified for this product. Images of the instrument were provided. However, a review of the images was unable to confirm root cause of the failure prior to the return and analysis of the instrument. Based on the information provided at this time, this complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event. Follow-up was attempted, but some of the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted uterine myomectomy surgical procedure, the cable of the tenaculum forceps was found to be broken. A backup instrument of the same kind was used to complete the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on 30-aug-2021 and obtained the following additional information. The customer confirmed no fragment fell inside of the patient during the procedure. Partial patient-related information was also provided.